Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 499 mg/dl. The customer stated that the pump will not allow entry of number to compute for calibration. The customer was assisted with treating blood glucose with pump. The customer was also advised to turn off the sensor feature for 1 hour in order for blood glucose values to stabilized. The customer was offered back to assist with calibrating.